Manufacturer narrative:
Recall: if remedical action initiated, check type: "recall" should be added. Correction/removal number: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: "2023826-10/16/2023-001-r" should be added. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Device description: the evo icl lens features an optic diameter that varies with the dioptric power; the smallest optic diameter being 4.9mm and the largest 6.1mm. The evo icl lens is capable of being folded and inserted into the posterior chamber through an incision of 3.5mm or less. The evo icl lens is intended to be placed entirely within the posterior chamber directly behind the iris and in front of the anterior capsule of the human crystalline lens. When correctly positioned, the evo icl lens functions as a refractive element to optically reduce moderate to high myopia with or without astigmatism. Mode of action: the icl lens functions as a refractive element to optically reduce moderate to high myopia with or without astigmatism. Warnings: a patient with mesopic pupil size that is greater than the optic diameter of the icl lens may experience symptoms of glare and/or halos. Patients should be advised about this potential risk prior to icl lens implantation. Precautions: prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device. - patients with higher degrees of myopia and/or myopic astigmatism experience lower efficacy and higher rates of adverse events (aes) and complications. - if a method of power calculation different from that used in the icl lens clinical study (i.e., lens power calculated by staar surgical using staar's proprietary software) is used, the effectiveness of the icl lens for myopia with or without astigmatism may not be consistent with the results reported in the icl lens clinical study results section. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -6.00 diopter was implanted into the patient's eye on an unknown date. Residual refractive error is reported. The lens remains implanted. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.